Event description:
It was reported to boston scientific corporation in 2008, that an autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed two days prior. According to the complainant, during preparation, the wire would not go down the wire channel, the wire could not be loaded. Procedure completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual eval of the device revealed that the working length was twisted and the tip was cracked/split. A functional eval of the device revealed that the severely twisted working length caused the guidewire channel to restrict advancement of the guidewire and subsequently exit the channel midway. The cause of the reported malfunction cannot be determined. A review of the device history record for the pertinent lot was reviewed; no anomalies were noted.